Event description:
The patient came to the physician's office on (B)(6) 2011 complaining of fatigue and dizziness. Upon interrogation, both lead impedances were greater that 2500 ohms, and had been for several days. When this device was explanted on (B)(6) 2011, the physician tested both leads and all of the measurements were within normal ranges so both leads were reused. The physician chose to replace this device.